Event description:
It was reported during a pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. The ablation catheter was not displayed on the 3-d display. An attempt was made to replace the catheter by removing it from the sheath. Aspiration was performed from the three-way live wire of the sheath, and when it was released, air was drawn in from the port toward the tip of the sheath. Upon noticing the abnormality, the three-way live wire was immediately turned off, and the drawn-in air was aspirated with a syringe. The sheath was then removed from the body. An echo showed no problems with cardiac function, and no changes were confirmed in the electrocardiogram. In the physician opinion, the shaft of the sheath got kinked causing negative pressure inside the sheath when the ablation catheter was removed, which could have caused air to be drawn in when the three-way wire was released. Later, the procedure was cancelled due to another reason. The device is expected to be returned for analysis. The procedure was not cancelled due to device, as this was a case of atrial fibrillation redo and pulmonary vein isolation had been achieved, the procedure was discontinued for safety reasons. There were no changes in cardiac function were observed on ECG or echo. The case used the original device. The stopcock valve was closed during the exchange.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned for analysis. The device was flushed, no damage to valve and slit appears within specification. Air leakage testing passed with nothing inserted through valve, and using a mandrel and thermocool catheter inserted through valve. There was kink along distal section and tip damage observed. Analysis of the device found the reported allegations related to leakage are not confirmed as device passed air leakage testing. The reported allegation related to kink is confirmed.

Event description:
It was reported during a pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. The ablation catheter was not displayed on the 3-d display. An attempt was made to replace the catheter by removing it from the sheath. Aspiration was performed from the three-way live wire of the sheath, and when it was released, air was drawn in from the port toward the tip of the sheath. Upon noticing the abnormality, the three-way live wire was immediately turned off, and the drawn-in air was aspirated with a syringe. The sheath was then removed from the body. An echo showed no problems with cardiac function, and no changes were confirmed in the electrocardiogram. In the physician opinion, the shaft of the sheath got kinked causing negative pressure inside the sheath when the ablation catheter was removed, which could have caused air to be drawn in when the three-way wire was released. Later, the procedure was cancelled due to another reason. The device is expected to be returned for analysis. The procedure was not cancelled due to device, as this was a case of atrial fibrillation redo and pulmonary vein isolation had been achieved, the procedure was discontinued for safety reasons. There were no changes in cardiac function were observed on ECG or echo. The case used the original device. The stopcock valve was closed during the exchange. The device was returned for analysis.